Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Based on medwatch report #mw5104540, proximal balloon rupture on zoll icy catheter (lot #157709) while placed in the patient's femoral vein. Zoll still in progress in collecting additional information.